Event description:
A healthcare professional reported during cataract surgery and intraocular lens (iol) implant procedure, when advancing plunger, it overrides the lens preventing the lens to move forward and damaged lens. The procedure was completed on same day. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Received photos show an autonome device. The plunger is advanced to the nozzle tip and has advanced over the iol. The iol is advanced to nozzle entry. Iol condition cannot be determined form the returned photos. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cna0t3-t9) (that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis, and the reported complaint was observed. The device was returned loose in a plastic bag. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced outside the nozzle tip and is advanced under the intraocular lens (iol). The lens is crushed, and its segments are scattered from the mid-nozzle to the tip. Photo review: received photos show a company device. The plunger is advanced to the nozzle tip and has advanced over the iol. The iol is advanced to nozzle entry. Iol condition cannot be determined form the returned photos. We are unable to determine the root cause for the reported complaint "plunger override the lens and damaged lens". Plunger underride was observed. Plunger underride may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical device (ovd) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become "stuck" in the device allowing the plunger to underride the lens. If the operating room temperature is too high (greater than 23 degrees centigrade / 73 degrees fahrenheit) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. If ovd has not been allowed to come to operating room temperature over a 20-minute timeframe prior to use. Colder temperatures can increase the ovd viscosity, creating greater resistance during iol delivery, causing potential unsuccessful delivery outcomes. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).